Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/12/2018 that on (B)(6) 2017, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage testing and failed. Share log review was reviewed and no data was found within the investigation window. The reported event of a loss of connection was not determined. A root cause could not be determined.